Event description:
It was reported that the patient changed the batteries in their patient programmer for the second time yesterday. The patient was trying to adjust stimulation but was unable to do that and they wanted to change to program 3 and needed assistance. The stimulation was at 1.6v and was burning and they wanted it to be on 1.4v. It was on program 3 and the patient was not sure how it got there. The patient increased stimulation to 1.4v on program 3 and they had been freaking out about the patient programmer. The patient¿s manufacturer representative had told the patient to press the sync, gray button to sync. The patient didn¿t understand if the new implant was supposed to stimulate all the time like the old implant. The patient was going to the bathroom more often and needed to increase the stimulation. It was noted that the patient was in the hospital 4 days ago because they had crohn¿s disease that was very, very painful. The patient got home and hadn¿t been tinkling very much and their urine was darker than normal. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient did not have concerns with their device or therapy at this time and received assistance from their health care provider (hcp) and manufacturer representative and their concerns were resolved. The patient marked a check in both of these boxes. The patient had an appointment approximately 2 weeks ago. The patient marked an x next to the box that they still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative and had no appointment dates.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), product type programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ldr6, implanted: (B)(6) 2014, product type: lead. (B)(4).